Event description:
There was an allegation of questionable chol2 cholesterol gen.2 results on a cobas c 503 analytical unit. The initial result was 90 mg/dl. This result was reported outside of the laboratory to the physician. The physician requested the sample be repeated. The repeated result was 159 mg/dl. This result was reported outside of the laboratory and was considered correct. The reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. The field service engineer found that the probe was blocked and bent. He replaced the probe, which appeared to resolve the issue. He verified that customer was able to successfully run qc.

Manufacturer narrative:
After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.